Event description:
A us distributor contacted zoll to report that a patient developed a red, bleeding and burning rash under the electrodes of the lifevest equipment. The patient¿s physician advised to use gauze underneath to keep the electrodes off skin. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.